Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unspecified urological procedure on (B)(6) 2020 and suture was used. When tension was applied over the suture in surgery to close the wound, the needle broke away from the suture, there was a rupture of the ensemble. The procedure was completed using a new like device and there were no adverse patient consequences reported. No additional information was provided.